Manufacturer narrative:
This report is submitted on july14, 2020.

Event description:
Per the clinic, the patient experienced a head trauma which caused faults in multiple electrodes with buzzing and no speech perception. Impedance testing revealed open circuits on all but 3 electrodes. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 17 september 2020.